Event description:
Caller states that she tested between 300-450mg/dl and went to the hosp due to the high readings. She states that she took extra diabetic pills due to the high results. On the hosp device she reports testing at 77mg/dl. No timeframe between tests was provided. No treatment was given at the hosp. No quality control solutions were used. Requested return of suspect device and replacement was sent.